Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that occlusion alarms occurred. The customer declined follow up from tandem technical support, therefore further information was unable to be obtained.